Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the end of a 5f brite tip sheath sheared inside the patient. The access sites were both the left and right groin and two brite tip sheaths were used. There was no calcification at the access site. The procedure being performed was ¿plastic loop thigh graft fistula plasty.¿ there was no difficulty or resistance during prep or insertion over the wire. There was difficulty or resistance during insertion over the wire and removal of the dilator. When the doctor tried to remove the sheath following some resistance and this is when he felt it separate. This was during the procedure. It is not known if the sheath kinked or been twisted/torqued prior to the separation. The tip separated during the procedure and was removed from the patient in an unspecified manner. The patient is reported to be in stable condition.

Manufacturer narrative:
As reported, during use the end of a 5f brite tip sheath sheared inside the patient. The tip was removed from the patient in an unspecified manner. The patient is reported to be in stable condition. The access sites were both the left and right groin and two brite tip sheaths were used. There was no calcification at the access site. The procedure being performed was ¿plastic loop thigh graft fistula plasty.¿ there was no difficulty or resistance during prep or insertion over the wire. However, difficulty was noted during insertion and removal of the dilator. When the doctor tried to remove the sheath resistance was encountered and the physician felt that the tip separated at this time. It is not known if the sheath kinked or was twisted/torqued prior to the separation. Two non-sterile si brite tip f5 11cm cannula sheaths and two non-sterile vessel dilators were received inside a plastic bag. One of the vessel dilators was received fully inserted into one of the cannula sheaths received, and the other cannula sheath was received with the tip broken. Per visual analysis, no anomalies were observed neither on the first mentioned csi cannula sheath nor anomalies observed on the two vessel dilators. However, the second mentioned csi cannula sheath was received broken at approximately 8.8 cm from hub. The separated section from this broken mentioned csi cannula sheath, was returned inside a separate small package. Blood residues were observed. Per visual analysis, the separated edges on the received broken cannula sheath looked as if a tremendous force was applied until break/separation occurred on sheath cannula. No other anomalies were found. The received piece of cannula sheath od and ID were measured near to the broken/separated area and results were found within specification. The affected area was inspected under vision system and it showed evidence of having been under tremendous force stress until break/ separation occurred. Sem analysis was performed to the received unit with the following results: results show that the body separation presented evidence of elongations. Also it was found a bent condition near to the tip. Cutting was discarded since these conditions are not present on the sample received and it was not determined how the separation was induced. Only the elongations suggest that the body was pulled until separation. As additional investigation the csi catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause breaks, separations, or other type of damages on the csi catheters. In addition, the csi catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi catheters assembly process operations. The complaint reported ¿endovascular vascular access-brite tip/distal tip-separated-in patient¿ was confirmed due to the broken/separated condition of cannula sheath as received. However, the exact cause of the damage condition found on the csi unit could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. The reported complaint ¿brite tip/distal tip-separated in patient¿ was confirmed on analysis, due to condition of the device received, however the exact cause could not be conclusively determined. Based on the information provided by the customer, procedural factors such as withdrawal difficulty from the vessel may have contributed to the device separation. The vessel was noted not to be calcified, however, tortuosity and stenosis is unknown. The analysis notes elongation at the point of separation suggesting that force was applied to the device. Neither the analysis nor the DHR suggest that the reported complaint is due to manufacturing or design of the product, therefore no corrective action will be taken at this time.